Event description:
It was reported that foreign matter was found in the bd¿ syringe. The following information was provided by the initial reporter, translated from chinese to english: "on (B)(6) 2020, the child was admitted to the second ward of the hospital due to bronchitis. On (B)(6) 2020, the nurse opened a 5ml syringe while giving infusion treatment to the child and found that there was a foreign body in the syringe. The nurse immediately reported the situation to the head nurse and replaced a new 5ml syringe for infusion."

Manufacturer narrative:
H.6. Investigation: a device history record review was completed for provided lot number 1902183. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As samples were not returned for this issue, twenty retained samples of the same lot number were obtained from the manufacturing facility for further evaluation. The retained samples were inspected and no defects were observed. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that foreign matter was found in the bd¿ syringe. The following information was provided by the initial reporter, translated from (B)(6)english: "on (B)(6) 2020, the child was admitted to the second ward of the hospital due to bronchitis. On (B)(6) 2020, the nurse opened a 5ml syringe while giving infusion treatment to the child and found that there was a foreign body in the syringe. The nurse immediately reported the situation to the head nurse and replaced a new 5ml syringe for infusion."